Event description:
It was reported that the patient received several inappropriate therapies, due to sensing anomaly. It was noted that the noise could be reproduced. The lead was partially capped.

Manufacturer narrative:
No medwatch form was received.